Event description:
The patient was brought to ir (interventional radiology) for an emergent embolization due to gi (gastro intestinal) bleed. The coil was detached and deployed properly in the patient's artery, but then the detachment handle malfunctioned and could not be removed from the end of the wire. A new detachment handle was used. No harm to the patient. Penumbra representative informed.